Event description:
It has been reported that the device has failed a self-test

Manufacturer narrative:
The initial "date received by manufacturer" on emdr (B)(4) with MFR report number 3030677-2024-004097 should be 12november2024.